Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette sensor error. Found during testing, there was no patient involvement.

Manufacturer narrative:
Received one device, visual test found buckling upstream occlusion sensor (uso). However unable to confirm through disposable test, and downstream occlusion seal /upstream occlusion seal occlusion test. Cassette sensors recognize occlusion test cassette, event log has no errors or cassette error alarms.